Event description:
Fentanyl syringe held a total of 20ml prior to scanning and hanging to infuse on the pump. Medication infused at a rate of 0.195 ml/hr for 2 hours prior to the dose being lowered. The larger syringe was not able to run at a rate lower than 0.195ml/hr. A new syringe was ordered in a smaller size. When the new fentanyl syringe arrived and was exchanged, the larger syringe was noted to have a remaining volume of 11ml, when it should have had around 18.6ml remaining.